Event description:
It was reported by field service engineer (fse) during routine check that cardiosave intra aortic balloon pump (iabp) had low vacuum alarm. There was no patient involvement. Fse ran all manifold tests and other functional tests successfully but device still displayed low vacuum alarm intermittently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.